Event description:
A planned explant of a toric intraocular lens (iol) of patient's left eye was reported because the bag seemed to have a peripheral extension/opening and lens looked tilted. The lens was explanted on the next day as the doctor believed the bag may be intact. The lens removal went fine, the doctor did a vitrectomy to be safe and then implanted a zma lens as a replacement iol. The doctor did place a suture at the end of the procedure. The lens was not saved by the account. No further information was provided.

Manufacturer narrative:
Section a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. Section h6: health effect - clinical code: 4581 - this code was used for the reported lens dislocation. Device evaluation: the product testing could not be performed as the product was not returned for evaluation (the lens was discarded). The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no other complaints were received from this production order. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. Attempts have been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.